Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one crack opening, white particles in device outer surface and fold creases. Leak test and microscopic analysis was performed which identified one crack opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.